Event description:
Patient coded during a treatment on this machine. The customer verified that no alarms were present on the machine. The hospital stated that the patient's ph was low and the customer requested that the machine be checked out---specifically the ph probe.

Manufacturer narrative:
The ph probe was reading slightly high for the given buffers. With a 4.00 buffer, the reading was 4.33 with an 8.25, the reading was 8 53. Conferred with qa and tac---recommend replacement of ph probe. Replaced the ph prob, calibrated and verified as per manufacturer's specifications. Ran a good t1 test and a simulated run, verifying ph levels. Ran a disinfect cycle.